Event description:
The patient reported that the pump dispensed insulin from the cartridge on the load step. She also saw a "no cartridge detected" warning followed by a "no prime" warning.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.